Event description:
It was reported that the 9800 system had an intermittent communication error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image processor and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.